Manufacturer narrative:
Qn#(B)(4). The customer returned one, opened arterial kit for analysis. No definite signs of use were observed. Visual and microscopic examination confirmed that the distal portion of the guide wire was severely kinked. White particulate which is consistent with the appearance of adhesive residue, was also observed on the catheterization device. The observed adhesive likely contributed to the guide wire damage and resistance experienced by the customer. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle." A lab inventory guide wire was threaded through the returned cannula with minimal resistance. Functional testing of the returned guide wire could not be performed due to the damage. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was severely kinked towards the distal end. White particulate which is similar in appearance to adhesive residue was additionally observed within the swg tubing and on the catheter. Based on the customer report and the sample received, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the physician found that the wire couldn t move forward over the catheter and also was kinked." The issue was found prior to use. No patient involvement.